Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances. The impedances were observed to be greater than 2500 ohms. The rv lead was explanted and replaced. The lead was tested via pacing system analyzer which confirmed the out of range values. No additional adverse patient effects were reported.